Event description:
On may 14, 1997, nellcor puritan bennett received a call from hospital. During an infant recording, the monitor loses the ECG signal and does not alarm. The monitor was attached to a recording system that records full disclosure waveforms, one of those channels is trended heart rate. During the playback of the recording, it was discovered that there was a drop in the trended heart rate and there was no reported audible alarms on the recording log sheet.